Manufacturer narrative:
FDA recall number: 3005334138-12/5/2019-001-r.

Manufacturer narrative:
The investigation revealed that a 12f dilator and 12f sheath were packaged within the 14f fast-cath trio hemostasis introducer package.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure, the third valve on the introducer was noted to be too tight so the wire could not be inserted. Another access site was obtained so another sheath could be introduced. There were no adverse consequences to the patient.